Event description:
Procedure type: according to the reporter: customer reports that a metal pin (see pictures) has been removed from the patient on (B)(6) 2015. Customer suspects the pin fell out during initial surgery of (B)(6) 2015. The pin was detected by x-ray. No other information provided. Additional information no reinforcement material used in conjunction with the stapling device. Patient status is stable.

Manufacturer narrative:
(B)(4).